Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device had an air leak. The device was being used during surgery. There was no user or patient injury. It is unknown if medical intervention or surgical delay occurred. There was no additional information provided.